Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The reported unit was not returned for evaluation. The customer did not report the serfas probe part number or lot number used. The most probable root causes for (heat- excessive heat delivered to body) when using a serfas energy probe, can be associated, but are not limited to: user error: suction not connected with pinch clamp left open which allows hot fluid to leak out of the suction tube; incorrect fluid management; probe clogged; pinch clamps left closed when suction is desired or open if suction is not being used; the product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
The surgeon reported the following event : "5 hours after the surgery ( acromioplasty + tenodesis of the long part of the biceps under arthroscopy), a burn in the upper part of the forearm of the patient was observed".

Event description:
The surgeon reported the following event : "5 hours after the surgery ( acromioplasty + tenodesis of the long part of the biceps under arthroscopy), a burn in the upper part of the forearm of the patient was observed".